Event description:
It was reported that ongoing intermittent occlusion alarms occurred. These issues caused the customer's blood glucose level to exceed 500 mg/dl, with the continuous glucose monitor reading "high." To address the high blood glucose, the customer administered a correction bolus via the pump without requiring third-party assistance. Reportedly, the customer reverted to an alternate method insulin therapy.